Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The lot number is unknown; therefore the device history records are unable to be reviewed. No pictures, x-rays, scans, or physicians reports were provided. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of three for the same event, reference report 0001032347-2017-00449 and 0001032347-2017-00457.

Event description:
It was reported the manubrium punch was unable to penetrate the patient's thick sternum; it was about 2mm too thin. The surgeon pierced the upper plate band with the needle through the manubrium. The implant was able to be implanted; the surgeon was able to push the needle directly through the patient's bone. For fixation the surgeon had to use 20mm screws in the manubrium and 18mm screws in the lower body. There was a two minute delay and no injury to the patient.